Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2011 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Considering the manufacturing date of the device (2011), the root cause of the event was caused by the switch corroded due to wear. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a centrifugal pump console was not controllable. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the scpc. The incident occurred in (B)(6), germany. Through follow-up communication with livanova field service representative in charge, it was learned that at customer's facility he was able to reproduce the issue. The scpc panel went out before use on patient. According to the technician, it looks like the switch on the scp control panel is defective (corrosion) and has caused the panel to go out. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.